Event description:
A tandem insulin pump battery keep dying from 100% to 0% in less than 20 hours. Apparently tandem is aware of this problem and has notified any of the thousands users of this product.